Event description:
It was reported that the t2 fell off while t1 was ready to be implanted. The ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The complaint stated: "it was reported that the t2 fell off while t1 was ready to be implanted. The ts were removed." The blue split cannula needle cover was not returned. The white depth limiter is attached. It was trimmed somewhat short for the application; flush with the blue inner sheath. T1, t2 and suture were returned. All were freed from the needle. T's have been cinched close together and suture was knotted. The overall needle is slightly bowed and the distal tip is lifted upward. There is no other obvious damage of the device. The manual actuator was retracted back to original position. Twisting or bending of the needle track may encourage release of or interfere with proper advancement and release of anchors. The manual advancement lever was positioned fully forward. IFU instructs to first manually position t1 for stripping off and then secondly push the lever fully forward to position t2 for stripping off separately. Advancing the lever fully in one motion may prematurely release t2. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.